Event description:
It was reported that during a thyroidectomy procedure less hemostasia, more bleeding than the doctor likes and the device was making a funny sound. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.